Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to pain caused by corrosion and metallosis.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical product(s): catalog number: 00620005420 lot number: 61260606 brand name: acetabular shell; catalog number: 00625006540 lot number: 60897278 brand name: bone screw; catalog number: 00625006520 lot number: 61070811 brand name: bone screw; catalog number:00625006525 lot number:61319981 brand name: bone screw; catalog number:00631005032 lot number:60988342 brand name: xlpe liner; catalog number:00801803202 lot number:61111779 brand name: cocr head; catalog number:00784101250 lot number:60121561 brand name: versys stem. The patient underwent a revision procedure due to failed right total hip arthroplasty secondary to metallosis and trunnionosis. Patient had elevated metal ions with cobal level around 3 and chromium level about 1.1. A pseudocapsule with dark serosanguineous fluid was oberved. The hip was very stiff. There was soft tissue damage with necrosis in the synovium, and bone loss in the posterolateral regions of acetabulum. There was some wear on the trunnion with a small black rim of debris at the base of trunnion indicating corrosion. The liner was discolored and exhibited wear. The head and liner were removed. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to metallosis and trunnionosis approximately 7 years post implantation. During the revision, a pseudocapsule with dark serosanguineous fluid was observed and bone loss in the posterolateral regions of acetabulum. The liner was discolored and exhibited wear. Additional information on the reported event is unavailable.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.